Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose levels. Customer's blood glucose level was 465 mg/dl at the time of incident. Customer reported insulin flow blocked alarm. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.